Event description:
The facility reported an infusion pump that failed to alarm for air or for upstream occlusion when a bag of taxel ran empty. A bag of taxel, approx 500-560ml, was being infused over three hour period at a rate of 196-198ml/hr. The nurse reported that when the bag ran empty, "the pump was pulling the air from the bag to the tubing, and then was looking as it was trying to pull the fluid into the pump, but instead, it was pushing the fluid right back up". The nurse noted it was a "very unusual event" and the pump looked as if it was "running back and forth". The nurse reported the pump failed to alarm for air or for upstream occlusion. The tubing was connected to the pt when the event occurred and blood started backing up from the pt's peripheral line. According to the nurse, the pump was removed from use and no pt injury or need for medical intervention has been reported.